Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d9: device returned. H3, h4, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the va lockscr ã¸2.7 he 2.4 self-tap was broken. The broken head of the device was remain stuck in the plate. The rest of the broken fragments were returned for evaluation. The returned and examined screw confirmed the reported breakage. Possible causes for the screw failure could include material fatigue, improper load distribution due to bone quality or placement during surgery, and micro-movements accumulating stress over time. However, with the available information, it is not possible to establish a root cause for the failure of the device. A dimensional inspection was not performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the va lockscr ã¸2.7 he 2.4 self-tap would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.¿ as part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review (DHR): sterile part:04.211.014ts. Sterile lot no:239l321. Release to warehouse date: 10 oct, 2023. Expiry date: 01 oct, 2028. Manufacturing site: werk selzach. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part: 04.211.014. Non-sterile lot:7849p27. Manufacturing site: werk selzach. Release to warehouse date:12 sep, 2023. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Corrected data: UDI: dui updated. As the serial number for the device involved in the event was not provided, the full UDI is currently not available. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an osteosynthesis for a clavicle fracture. The surgery was completed successfully with no surgical delay. After the surgery, 4 screws inserted in the distal of the plate broke off under the screw heads. A removal surgery was scheduled for (B)(6) 2024. No re-fixation is planned. Patient had a collision with another dog walker while walking his dog after discharged the hospital. This report is for one (1) va lockscr ã¸2.7 he 2.4 self-tap l14 tan. This is report 3 of 4 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j sales representative. H6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.